Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated: b4, d4, d10, d11, g4, g7, h2, h3, h4, h6, h8. H10. D11: z.s.g.m. Cutter 1.5:1 ratio caution: sharp, catalog no.: 00-7703-015-00, lot no.: 62932655, serial no.: (B)(6). Z.s.g.m. Cutter 2:1 ratio caution: sharp, catalog no.: 00-7703-020-00, lot no.: 63985067, serial no.: (B)(6). Z.s.g.m. Cutter 3:1 ratio caution: sharp, catalog no.: 00-7703-030-00, lot no.: n/a, serial no.: (B)(6). On (B)(6) 2019, it was reported that the comb was bent. The customer returned a skin graft mesher device, serial number (B)(6), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(6), a 2:1 ratio cutter, serial number (B)(6), and a 3:1 ratio cutter, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Product review of the skin graft mesher by zimmer biomet australia on september 6, 2019 revealed that the pretest was unable to be performed due to the bent comb. The bottom roller and roller gear were worn and required replacement. The shoulder bolts, washers, nuts, handle inner gear, pin and spring were worn and required replacement. The carrier guide block also required replacement. The 1.5:1, 2:1 and 3:1 ratio cutters were tested and all found to not meet zimmer biomet test mesh criteria. The customer was then quoted for new cutters to replace their unrepairable ones. Repair of the skin graft mesher was performed by zimmer biomet australia on october 30, 2019 which included replacement of the side plates, bottom roller, bearings, washers, shoulder bolts, cap nuts, roller gear, comb, detents, screws and carrier guide block. Skin graft mesher, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet australia it was noted that the comb was bent. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that during surgery the unit had a bent comb. There was no harm and no impact/damage to the skin graft. There was a delay of 1 to 15 minutes, as an alternate device was used to complete the procedure. No adverse events were reported as a result of this malfunction.